Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it was indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered caused by other device because the stent became damaged following post-dilation. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the ostial right coronary artery. Using a 6f jr4 unspecified guide catheter and a non-bsc guide wire the physician advanced a 3.5x12mm maverick2 balloon catheter to the target lesion for predilation before implanting a 3.50x12mm promus element plus stent. Then a 4.0x12mm quantum apex balloon catheter was used to postdilate the implanted stent. Upon removal of the 4.0x12mm quantum apex balloon catheter it was noted that the stent had elongated about 2-4mm and was hanging in the proximal edge of the aorta. It was also noted that the proximal area of the rca appeared disrupted or angiographically hazy. The physician then implanted a 4.0x15mm non-bsc stent in the proximal rca. The procedure was completed by postdilating with a 4.5x8mm quantum apex balloon catheter. No further patient complications were reported and the patient's status is ok.